Event description:
The physician performed a system diagnostics test and found that the patient's generator had high impedance. The patient was then referred for a complete system revision to correct the high impedance in the lead and to prophylactically replace the generator. A full system revision occurred on (B)(6) 2016. The explanted product has not been returned to date.

Event description:
It was reported that the explanted product was discarded after surgery. Therefore product analysis cannot be performed.